Manufacturer narrative:
Per the pump user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. Blood glucose was not impacted. Reportedly, the customer was not wearing the pump and the transmitter within line of sight. After moving the devices within line of sight, the pump and the transmitter regained connection.